Event description:
Follow-up from the funeral home where services were performed provided the cause of death as an accidental drowning, due to seizure. The death occurred within an interval of 3 days. An autopsy was not performed. The seizure occurred (B)(6) 2009 at home. The patient had a seizure in the bathtub which rendered the patient unconscious. A near drowning occurred, but the patient was declared brain dead. An estimate of battery life using the manufacturer¿s in-house programming history database estimated the battery had 7.0 years until end-of-service at the time of the patient¿s death, and was expected to be functioning at the time of death.

Event description:
It was reported to a company representative by a medical professional that a vns patient was deceased. An online obituary search identified the date of death as (B)(6) 2009. Additional relevant information has not been received to-date.